Event description:
The generator was replaced due to battery depletion. The explanted generator was returned and product analysis was completed. An open can measurement of the battery voltage confirmed that the eri (elective replacement indicator) flag was properly set and the battery was partially depleted. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. The device provided the expected level of output current for the entire monitoring period, and diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Information was received from the physician regarding the increase in seizures. It was noted that the spells described by the patient may not be real seizures. No other relevant information has been received to date.

Event description:
The patient experienced an increase in seizures. It was noted a year prior that the patient's battery may be low. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.